Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is discarded by the customer therefore not available for a physical evaluation. This complaint cannot be confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, the DHR review indicated that this batch of (B)(4) devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of (B)(4) devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch [MFR#1221934-2017-10653].

Event description:
The sales rep reported via phone that the second implant deployed prematurely on two of the customer's true span 12 degree peeks during a meniscus repair. The sales rep stated that the rep pulled back to far causing the double deployment. The surgeon did cut the meniscus to remove the two implants including another two implants that were implanted correctly. The case was completed by recontouring the meniscus with basket punches. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The devices were discarded by the customer.